Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 200mg/dl. The customer's levels had been as high as 517mg/dl. The customer states the set was bent. Troubleshoot was conducted. The customer was advised the set would changed and quick serter would be sent.